Event description:
The surgeon attempted to implant a 3 piece silicone lens. The lens stuck in the cartridge. No pt contact.

Manufacturer narrative:
Eval results: visual inspection of the returned product showed that the lens was damaged as a result from being stuck in the cartridge. Conclusion: based on the complaint history and eval of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector was not returned for eval.